Manufacturer narrative:
Device evaluation- the lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection was within lens specification. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -3.00/+2.5/143 (sphere/cylinder/axis) within the same surgery due to excessive vaulting (the lens was pushing the iris) and significant reduction of irido-corneal angles. The surgeon plans to implant a shorter lens. The reporter indicated the cause of the event was due to device (caliper malfunction). Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.